Event description:
It was reported during an afib case, a pericardial effusion was noticed. Caller reported that after going transseptal, they discovered a moderately sized pericardial effusion. Caller stated they went back and checked the ultrasound images and confirmed there was a small pericardial effusion before going transseptal, which got bigger after transseptal. The pericardial effusion was confirmed by ice. Caller reported no medical intervention needed to be provided to the patient. The caller stated the physician thought the transseptal needle may have caused the pericardial effusion but could not be sure. Caller stated no mapping or ablation had been completed when the injury occurred. Caller stated they only took contours and used cartosound with the soundstar catheter when the injury was discovered. No other catheter was in the body at the time. The soundstar catheter is not available to return. Farapulse system was in use. The patient had a history of kidney failure. Versacross rf wire was used for transeptal puncture, and the faradrive sheath was advanced I to the la in preparation for a bsx pfa pvi. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).